Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). This unit was sent to sorin group (B)(4) for deep disinfection. During disinfection, sorin group (B)(4) took a water sample in (B)(6) 2015 from a customer 3t heater cooler device originally located in (B)(6) that was returned for investigation of bacterial contamination. Sorin group (B)(4) also took numerous water samples from the production facility from (B)(4) 2014 and in (B)(4) 2015. Genotype testing was subsequently performed on the various samples and demonstrated that the bacterial strain from the 3t heater cooler matched the strain found at the production facility. Based on these findings, it has been concluded that the initial contaminant was introduced to the system at the production site, however, this contamination almost certainly would have been eliminated had the user maintained the unit in accordance with instructions for the initial cleaning and disinfection (the cleaning and disinfection prior to use) outlined in the IFU in effect at the time. This device was produced before the current ethanol disinfection process was instituted at the production site. After the unit was returned to the customer following deep disinfection, sorin group (B)(4) received a report that the heater-cooler system 3t patient motor stopped and displayed an error message during setup. There was no patient involvement. A sorin field service representative was dispatched the facility to investigate and found that the motor was not running smoothly and so a replacement patient bridge was ordered. The replaced bridge was returned to lauda for evaluation and the investigation revealed the presence of residuals, which resulted in damage to the bearings, causing the reported issue. A review of the DHR could not identify any concessions, deviations and nonconformities relevant to the reported failure. No trend was identified for this type of issue. Sorin group deutschland will continue to monitor the market for trends related to this issue.

Event description:
Sorin group (B)(4) received a report that heater-cooler system 3t patient motor stopped and displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
The information provided in the additional narrative in the previous report (9611109-2015-00087 follow-up # 1) discussed genotyping related (B)(4). In this filing, a reported patient motor stop on this same serial number, (B)(4), was also described. The motor stop is unrelated to the genotyping conducted for the suspected bacterial contamination. The information on genotyping should have been filed in a follow up for medwatch report 9611109-2015-00018. A new follow-up report will be sent for 9611109-2015-00018 containing this information. The follow-up date of 8/31/2015 for 9611109-2015-00087 follow-up # 1 was for the complaint investigation of the pump motor stop, not the genotyping. The results from the genotyping tests were received on 12/9/2015.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch reports is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.